Event description:
A percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. No resistance was experienced while maneuvering the ivus catheter. When the physician attempted to withdraw the ivus catheter, the distal tip of the catheter detached and traveled down to the distal end of the lad. The rest of the catheter was withdrawn from the patient. The patient immediately underwent surgery to successfully remove the distal tip of the ivus catheter from the lad. The patient condition is reported to be "ok".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The returned catheter measurement length was 169.3cm long and approximately 2.4cm of the distal tip end is broken off and not returned. The catheter tip end appeared brittle. During image characterization testing a good square image appeared in the system and the product performed within specification. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: "if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel." Additionally, the dfu states that all instructions should be "carefully read" prior to use. The use of the device after its labeled expiration date likely caused or contributed to the reported event. Recommended medical practice is to use a device before its expiration date, as the devices are not tested for safety or effectiveness after the labeled expiration date. As the device aged, it likely degraded to the point where the strength and elasticity of the material was compromised, likely resulting in the tip detachment/separation. Additionally, the subject device was caught in the distal edge of the stent in the lad which also could have been a contributing factor to the event. A probable root cause of user/use error has been assigned to this complaint.

Event description:
A percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. No resistance was experienced while maneuvering the ivus catheter. When the physician attempted to withdraw the ivus catheter, the distal tip of the catheter detached and traveled down to the distal end of the lad. The rest of the catheter was withdrawn from the patient. The patient immediately underwent surgery to successfully remove the distal tip of the ivus catheter from the lad. The patient condition is reported to be ¿ok¿.

Event description:
A percutaneous coronary intervention (pci) was performed. Two coronary stents were implanted: one in the distal left main artery and ostial lad (non-bsc stent) and one in the ostial left circumflex (bsc stent). An intravascular ultrasound (ivus) catheter was used to image the stent placement. No resistance was experienced while maneuvering the ivus catheter. When the physician attempted to withdraw the ivus catheter, the catheter caught at the distal edge of the lad stent. The distal tip of the catheter detached and the rest of the catheter was withdrawn from the patient. The distal tip was lodged in the distal mid segment of the lad but was not flow limiting. Attempts to remove the tip with a balloon catheter and a snare were unsuccessful. The patient immediately underwent surgery to successfully remove the distal tip of the ivus catheter from the lad. The patient condition is reported to be "ok".